Event description:
It was later reported that the patient is having sharp pains at their generator site and difficulty breathing at times. It was not noted whether these events were related to stimulation or not. The patient saw their neurologist who concluded that there was nothing wrong with the device. Changes were made to her medication. It is unknown whether these medication changes were taken for patient comfort or to preclude serious injury.

Event description:
It was later reported that the root cause of the pain at the generator site and difficulty breathing were due to external factors - not vns. The medication changes were taken as intervention for patient comfort only.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a magnetic resonance imaging (MRI) facility was scanning the patient for breakthrough seizures. No other relevant information has been received to date.